Event description:
It was reported " balloon giving off high pressure alarms, unknown in fully unwrapped. Iabc was removed and replaced with an pvad (percutaneous ventricular assist device) (scheduled) prior to surgery. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the serial number on the sample is (B)(6). No lot number was reported. The lot number for the returned sample is 18f24h0038. Returned for investigation was 50cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 50cc driveline tubing. Upon return, the device was in two separate sections. The length of the first section was approximately 24.6cm and included the central lumen and iabc luer. The one-way valve was tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The length of the second section was approximately 62cm and included the central lumen and the iab bladder. The teflon sheath was noted on the catheter. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The bladder thickness was meas-ured at six points with measurements ranging from 0.0069in-0.0079in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon giving off high pressure alarms" is not able to be confirmed. Upon return, the device was returned cut in two separate sections. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported " balloon giving off high pressure alarms, unknown in fully unwrapped. Iabc was removed and replaced with an pvad (p ercutaneous ventricular assist device)(scheduled) prior to surgery. The patient's current condition is reported as "fine".